Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this ams 700 underwent a thorough analysis. The reservoir was visually inspected, and leak tested; however, no visual anomalies were identified. The cylinders were visually inspected. The first cylinder had the rear tip detached in the proximal end of the cylinder from sharp instrument damage likely occurring during explant. Due to this damage, the first cylinder could not be leak tested. Visual inspection of the second cylinder revealed wear at a fold on the cylinder body; however, no leaks were identified. Visual inspection of the pump noted that the kink resistant tubing (krt) was worn down to the filament. No leaks were identified. Upon functional testing, the pump did not pass the second and third activations tests. Based on the information available and analysis results, the reported allegation of fluid loss due to a cylinder hole could not be confirmed. Additionally, although it was noted that the pump did not pass the activation tests; this behavior is not related to the reported events. The reported patient symptom of erosion is a known risk associated with ams 700 procedures and is noted as such in the device instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient experienced erosion with an inflatable penile prosthesis (ipp). A surgical procedure was performed in which the existing device was removed and a new ipp was implanted. Upon explant, fluid loss was identified due to a cylinder break. No additional information was reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient experienced erosion with an inflatable penile prosthesis (ipp). A surgical procedure was performed in which the existing device was removed and a new ipp was implanted. Upon explant, fluid loss was identified due to a cylinder break. No additional information was reported.